Manufacturer narrative:
No femoral angiogram nor other type of imaging was done prior to access site. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information. The additional two proglide devices referenced are being filed under separate medwatch report numbers.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using proglide devices with a 6f sheath after an interventional percutaneous transluminal coronary angioplasty procedure. Reportedly, "the needles were apparently transfixed into the vessel wall (in step 2), but the blue suture did not pass through the device. In step three, in two cases, the white suture (link) came connected to the anterior needle, being fragmented distally, and the other cuff was connected to the blue suture. And in one case, only one cuff came connected to the anterior needle (without any suture connected), and the link was connected at the other end with the blue thread. Apparent cuff miss." Manual arterial compression was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. Based on the returned device inspection/analysis, the reported cuff miss was observed as a link detachment. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Reportedly, femoral imaging was not performed prior to the procedure. It should be noted that the proglide instructions for use (IFU), states: perform a femoral angiogram to verify the location of the puncture site. It is unknown if the reported IFU violation would have contributed to the reported difficulties. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy, suture pulled until it breaks, or tensioning angle is not being coaxial due to circumstances of the procedure. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device.